Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted.

Event description:
It was reported that a patient implanted with an impella cp experienced continuous suction. The patient experienced cardiac arrest requiring resuscitation and expired.

Manufacturer narrative:
D4; updated UDI. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the device was not returned for evaluation. Cardiac arrest: in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Low or blocked pump flow: the cause of the low pump flow issue was not determined without returned product investigation and sufficient clinical details, including data logs. Placement signal issue: the cause of the placement signal issue was not determined without returned product investigation and sufficient clinical details, including data logs.